Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the seal from the reducer cap was disengaged. The cannula, envelope seal and circular seal appeared intact. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the disengaged reducer cap seal may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The port was placed into the patient. The surgeon was using 5mm instruments through the reducer cap and opening / closing as needed for 10mm or 15mm instruments / staplers. Early on in the case, noted more than usual sound of escaping gas from port. Checked valves on trocars not connected to insufflation, all ports closed. There was no leaking noted at the trocar incision sites. Shortly thereafter (under laparoscopic view), the surgeon observed a circular opaque white foreign object in the abdomen. Examined the 5-15mm cap and discovered that the seal was absent from the cap. The 5-15 mm seal disengaged and fell into the cavity of the patient. The surgeon was able to retrieve the seal. In order to resolve the issue and complete the case, replaced with a new 5-15mm reducer cap. There was no patient harm. The patient outcome is alive, no injury.